Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode and memory loss was found. After download the product code, normal function ensued.

Event description:
New information notes the pulse generator was explanted on (B)(6) 2013.

Event description:
It was reported that the pulse generator could not be interrogated. The device exhibited backup vvi mode. The device remained implanted.